Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited no image on screen and produced a b30 scope communication error code. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the b30 error code and the no image issues were caused by a corroded scope connector. The most probable cause of the reported event is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.